Manufacturer narrative:
The lead was returned for laboratory analysis. Upon visual inspection several cuts in the insulation were noted. There was also insulation abrasion on the distal high voltage cable with possible arcing damage noted at 14 centimeters from the is-1 terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of possible lead on can contact. The reported low out of range shock impedance measurements and noise were likely the result of the lead damage observed by the laboratory. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement. It was noted that all other measurements were within range. Boston scientific technical services (ts) was consulted and upon further review of the remote home monitoring data found two episodes of oversensing of noise on the right ventricular (rv) channel. One episode was from two months earlier and the other from a week prior to the out of range shock impedance measurement. Ts suggested contacting the patient to see if there was a source of electromagnetic interference (emi). The patient contacted patient services and reported that the implantable cardioverter defibrillator (ICD) was admitting tones, which was due to the out of range impedance measurement. The patient was brought into the clinic as a source of emi was unable to be identified. During in office testing the low out of range shock impedance measurement was able to be reproduced when the patient bent at the waist. A revision procedure was performed where the rv lead and ICD were explanted and replaced. It was noted that the rv lead sustained damage during the explant procedure. No additional adverse patient effects were reported.